Event description:
It was reported that the patient presented to the clinic with a heart rate between 35-53 beats per minute. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient had been lost to follow up for several years. On (B)(6) 2015 the device was explanted and replaced.

Manufacturer narrative:
(B)(4).